Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation in the pump's event history. This condition was caused by out of calibration air in line printed circuit board (ail pcb). The ail pcb was recalibrated to correct the reported condition. Additional information: a service history review revealed that this device was previously serviced for the reported condition. The root cause investigation is in progress through (B)(4). This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "810:11." This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is not available at this time.